Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es multiple stations were taking a long time to reboot and coming back online. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient¿s workflow. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es multiple stations were taking a long time to reboot and coming back online. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident, it was determined that the multiple stations taking a long time to reboot and coming back online. A technical support specialist (tss) found a crossed multiple customers and appears to be related to remote smart service (rss) (bd remote agent) issue. The tss worked with rss devops on this. Tss reportedly, a temporary workaround to speed up the reboot process is to unplug the network cable before rebooting. Tss confirmed once the application has launched, plug it back in issue was resolved. The tss checked with rss team and confirmed that the issue has been resolved. The system functioned as intended after the technical support specialist investigated the device.